Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
The catheter was returned and evaluated. Examination revealed that the balloon inflated, but did not maintain inflation due to leakage from a slit that entered the inflation lumen. The slit was about .015 inches, located near the distal end of thermal filament. Balloon latex appeared intact.